Event description:
The report received from the affiliate states that the protection sheath over the pta savvy 80 cm 6x4 balloon was difficult to remove. During intervention, the balloon burst and was then very difficult to remove through sheath. Subsequently, a part of the balloon stuck in the vessel. It was noted that the balloon could be removed by physician afterwards. It was noted that the product looked normal when taken from its packaging and there was no difficulty prepping the device.

Manufacturer narrative:
Additional information received states that the patient was a male (age unknown). The target lesion location was a stenosis between mid and distal third of the superficial femoral artery (sfa); lesion 2: anterior tibial artery & dorsal pedis artery approximately 10cm. The balloon catheter was properly inspected and prepped and no anomalies were noted. During intervention, the balloon burst and was then very difficult to remove through sheath. The withdrawal of device was tedious over the 4f sheath. The doctors experienced some resistance. The distal tip of the balloon was cached with a snare catheter from the distal end of the sfa and retrieved through a 6f sheath. The physician felt that the lesion in the sfa was re-opened enough, the anterior tibial lesion is still closed but the doctor decided to leave it like that for the moment and re-treat the patient later. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the protection sheath over the pta savvy 80cm 6x4 balloon was difficult to remove. During the intervention, the balloon burst and was then very difficult to remove through the sheath. Subsequently, a part of the balloon stuck in the vessel. It was noted that the balloon could be removed by physician afterwards. It was noted that the product looked normal when taken from its packaging and there was no difficulty prepping the device. Additional information received states that the patient was a male (age unknown). The target lesion locations was a stenosis between mid and distal third of the superficial femoral artery (sfa); lesion 2: anterior tibial artery & dorsal pedis artery approximately 10cm. The balloon catheter was properly inspected and prepped and no anomalies were noted. During intervention, the balloon burst and was then very difficult to remove through sheath. The withdrawal of device was tedious over the 4f sheath. The doctors experienced some resistance. The distal tip of the balloon was retrieved with a snare catheter from the distal end of the sfa and out through a 6f sheath. The lesion in the sfa was re-opened enough, the anterior tibial lesion is still closed but the doctor decided to leave it like that for the moment and re-treat the patient at a later date. There was no report of patient injury and the device was returned for analysis. One non sterile catheter savvy 6.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the returned device. The balloon was inflated and deflated. The balloon presents a 't' burst (axial and radial burst). Only 88.0cm of body shaft/balloon and inner body was received since the balloon was ripped out approximately 4.0cm from the proximal seal area. The inner body showed elongation. The balloon's distal section and tip were not received for analysis. The balloon protective tube was not included for evaluation. No other anomalies were observed in the returned device. Dimensional analysis for tip od of proximal balloon seal was performed and the od of proximal balloon seal was found within specification. A leak test1 could not be performed due to the condition of the balloon. An insertion withdrawal test was performed using a cordis csi 4fr and the proximal seal area passed through the csi without difficulty. Analysis was performed to identify the cause of balloon burst and separation. The balloon external surface exhibited evidence of abrasion. The inner surface presented no evidence of damaged. The inner body separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon burst failure exhibited no other anomalies that could have caused the failure. Marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of protective cover removal difficulty could not be confirmed due to the cover was not returned and the condition of the balloon. The reported balloon burst and separation however was confirmed. Although the exact cause for the incident could not be determined, review of the information provided and the analysis suggest that procedural factors (resistance withdrawing the device through the sheath, if resistance is encountered then the device should be removed with the sheath as a single unit) may have contributed to the reported event. There is nothing in the analysis or the event description to indicate that there is a design or manufacturing related issue and controls are in place to prevent damaged products from leaving the facility, therefore no corrective action will be taken.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.